Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old asian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 550cc saline breast prostheses on (B)(6) 2022.

Manufacturer narrative:
On 29-aug-2022, mentor received additional information about the event. An updated explantation date of (B)(6) 2022 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-sep-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-oct-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was observed within the crease/fold measuring 0.2 cm, and an area of missing material was observed on the anterior view measuring 0.9 x 1.7 cm microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot #6919523). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).